Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had scratches and the customer is not able to read the screen. The customers blood glucose was 8.5 mmol/l at the time of incident. The customer also stated that the insulin pump was dropped/ bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked keypad at select button and cracked case (battery tube).